Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead and right ventricular (rv) lead had dislodged. The ra lead was explanted. The rv lead was re-positioned and remains in use.

Manufacturer narrative:
Concomitant medical products: 6570 stent; implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead one day post implant. The lead remains in use. No patient complications have been reported as a result of this event.